Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient began treatment with reflin injection (1 gram, once daily and route of administration not reported) and fortum injection (1 gram, once daily and route of administration not reported) for peritonitis. At the time of this report, the antibiotic therapy was still ongoing and pd therapy was ongoing. The patient¿s outcome was not reported. No additional information is available.